Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed failure analysis investigation. The instrument exhibited a broken pitch cable at the distal clevis hub. The broken pitch cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation were to recur it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci assisted myomectomy surgical procedure, the tenaculum forceps instrument failed. There was no fragments falling into a patient and the planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.